Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient had been coughing and had been nauseated with a stomachache for about three weeks. For about one week she had been urinating blood. She took the patient to urgent care where her cgm reading was 228 mg/dl but the bg was over 600 mg/dl. She was in mild diabetic ketoacidosis (dka) and the staff suspected she may have been having high glucose levels the whole time she was feeling ill, but unaware because of the cgm inaccuracy. The patient went home for a short time, then went to the emergency room (ER) the same day where she was treated with fluids via intravenous (IV) therapy, unspecified nausea medication, and unspecified antibiotic for a urinary tract infection (uti). She had experienced a uti in the past, but never with blood in the urine. Her hips were hurting, and they were concerned that it could possibly be related to her kidney function; she was given advil as an anti-inflammatory medication. At the time of the report the patient was at home resting. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.